Event description:
The screwdriver became hot while drilling and slightly burned a part of the pt's mucous membrane. The screwdriver was connected to a dental drive mfg by erbe which electrically powered it during operation. No adverse consequences to the pt or surgical delays were noted as a result of this event. An alternate screwdriver was used to complete the procedure.